Event description:
Admitted for left total knee arthroplasty. Use of stryker 7 drill system. Drill bit broke off and was retrieved from pt. Pt returned for joint manipulation 2 months later. FDA safety report ID# (B)(4).